Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman truseal access system (truseal) with the dilator in the sheath and blood present in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed tip damage as there was a small tear through the soft section of the tip. There was a spot dried blood next to the tear. The blood was removed from the tip during analysis. Below the transition of the soft distal section, there was a nick in the sheath. The nick was lifted with a tweezer during analysis to show depth. The transition of the sheath was inspected with a tweezer for lifting, and no lifting or separation was found. The tip damage found was only visible under a microscope. No other damage or defects were found. Product analysis could not confirm the reported event of lifting as there was no lifting present on the tip. Product analysis could not confirm the reported event of difficulty inserting as clinical circumstances could not be replicated.

Event description:
Reportable based on returned device analysis completed on 09feb2022. It was reported that a damaged access system tip occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was attempted to be used during this procedure. The physician then felt resistance upon insertion of the was tip into the right femoral vein. The soft tip of the was was then found to be lifted. There were no patient complications reported and a new was was used to successfully complete the laa closure procedure. However, the returned device analysis revealed that the tip on the was was torn.